Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had network connection problem or a hardware issue. A technical support specialist shrunk the database and performed a full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had network connection problem or a hardware issue. The customer reported that they had to access the medications from another station. There were no adverse events or injuries reported based on this event.